Manufacturer narrative:
Other: hydraulic sub-assembly.

Event description:
It was reported by service report that the power pro is leaking from the hydraulic sub-assembly. No pt involvement or adverse consequences are reported.